Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery resulting in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Customer declined to perform troubleshooting with tandem technical support.